Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using retrograde approach from v side. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the right upper arm. After the guidewire passed through the lesion, a 7.0mmx40mmx40cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 14 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.